Event description:
The ortho summit processor (osp) instrument reportedly stopped processing a microwell plate for 54 mins between the end of the final incubation for a plate run and the addition of the stop reagent addition in the spectrophotometer module of the osp. The osp spontaneously started again after the 54 mins, added the stop solution, read the plate, and reported spectrophotometer readings without an error message indicating that the processing run had experienced an interruption in processing. Plates are supposed to finish incubating and move to the spectrophoter module for the immediate addition of stop solution followed by a photometer read. Failure of the osp to add stop solution for 54 mins after the plate is moved to the spectrophotometer without an error message is unexpected. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics, inc.